Event description:
The customer reported to vyaire medical problem with ltv 1200 after installing 30k kit, unit is experiencing pressure issues. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer did troubleshooting and found that the analog board is defective and there was no problem with the pm kit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer did troubleshooting and found that the analog board is defective and there was no problem with the pm kit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with ltv 1200 after installing 30k kit, unit is experiencing pressure issues. Furthermore, there was no patient associated with the reported event.